Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the base of the clevis. The broken piece was returned, measuring roughly 0.5500¿ x 0.0915¿ in sizes. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Both grip and pitch cables are derailed. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the shaft of the permanent cautery hook (pch) instrument was observed to be broken towards the tip. The damage was noticed when opening the instrument for a procedure, after which, the instrument was rejected and never made it to the field. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer advised that it was difficult to tell, but there may have been some missing pieces as a result of the damage. The customer additionally confirmed that the instrument has been shipped back to intuitive surgical, inc. (Isi) for further evaluation.